Event description:
It was reported that the insulin pump alarmed no delivery every night. The customer's father stated that the customer had also received a replacement insulin pump already, and the customer continued to have high blood glucose levels in the middle of the night. The blood glucose reading was 280 mg/dl. The caller was unable to troubleshoot due to the insulin pump not being present. He stated that they had tried different infusion sets, reservoirs, and insulin pumps. He was advised to try different approved insertion sites or to consult his doctor regarding possible scar tissue or hardened tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.